Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "when connected to the brain, doesn't run and starts screaming 'channel error'." Additional notes provided by the facility¿s clinical engineering support services include: "the unit was generating a 'motor stall' error whenever the units door was opened. This indicated that the motor encoder board is failing. I replaced the air-in-line assembly with a new one, since the motor encoder board is a part of that assembly, and the issue was resolved. The unit was also missing a lot of segments from the top row of the display and it had a corroded right iui connector, so I have replaced both of those parts with new ones as well. I recalibrated the unit and ran it through all of its pm tests without any other issues after those repairs." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿